Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the deep brain stimulation (dbs) therapy was going off all by itself. The programmer intermittently showed ins was off. The patient was sluggish and drowling when the device was off. The patient started to charge and the ins was able to turned back on. The patient was taken to the clinic and the leads were confirmed to be fine and the patient's settings were increased. The ins was confirmed to be at 75%. The patient was advised to follow-up with the healthcare professional (hcp) if other issues occurs. No further complications were reported/anticipated.